Event description:
It was reported that the patient had trach change with a brand-new trach. Patient placed on vent; cuff inflated. Vent alarmed for low minute volume, cuff checked, only 1ml in cuff.

Manufacturer narrative:
No device is available for investigation., corrected data: item and lot number not available. No patient harm.

Event description:
It was reported that the patient had trach change with a brand-new trach. Patient placed on vent; cuff inflated. Vent alarmed for low minute volume, cuff checked, only 1ml in cuff. Item and lot number not available. No patient harm.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used conditions without original package. The cuff would not inflate symmetrically, complaint was confirmed. The root cause of the reported issue was found to be inflation issues. Actions were taken to mitigate the reported issue: a corrective and preventative action has been opened to address the reported issue.